Event description:
The customer reported an instrument leak when using the coulter act diff 2 analyzer. The customer reported approximately 4 cups of clear liquid leaked underneath the analyzer. The leak was not contained. Customer was in the process of running controls when the screen froze and the leak was identified. The operator was not wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. While evaluating the instrument for the leak, the beckman coulter field service engineer (fse) identified hgb (hemoglobin) recovering high on the background count. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and could not confirm an active leak or locate any evidence of leakage. While performing a startup to verify system operation, the fse found the hgb (hemoglobin) recovering high on the background count. The fse discovered the hgb lamp and diode were defective. The fse replaced the hgb lamp and diode resolving the issue. Identified failure mode: the fse could not confirm an active leak. The failure mode associated with the high hgb background count is a defective hgb lamp and diode. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous hgb results due to light source fault. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).